Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for malignant pain. It was reported that the patient had their device removed on (B)(6) 2017 because it was not effective for the patient since implant. The contact reported a loss of therapy as it was never effective for the patient. The patient would like to donate the implantable neurostimulator recharger (insr) and patient programmer (pp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.